Event description:
It was reported that during laparoscopic cholecystectomy procedures, the surgeon complained that 70% of the time in these cases the devices were leaking. The surgeon mentioned that most of the leaking came from 12mm device. No adverse consequences reported. The devices were discarded. No additional information is available.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.(B)(4)